Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: device history record review: a device history review was performed and no non-conformances were identified related to the reported condition. Investigation summary photos were returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photos. Visual inspection of the photos showed that two devices show 0 degree angle needles, and the photos of the foil pouch are labeled with truespan 12 degree plga. Further investigation was performed by the manufacturing team and after a stock review, it was found that the devices were in fact truespan 0 degree peek packaged and labeled as truespan 12 degree plga. The overall complaint was confirmed as the observed condition of the truespan 12 degree plga would contribute to the complained devices issue.¿ based on the information currently available, a product issue was identified during the investigation of the samples received. This product issue will be addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: correction: d4, UDI: the expiration date was incorrect in the initial medwatch report. Therefore, the UDI was also incorrect. The UDI number and expiration date has been identified and updated accordingly. H4: the device manufacture date was unavailable in the initial medwatch report. The device manufacture date has been updated accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: h4: the device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
This is report 5 of 6 for (B)(4). It was reported that the doctor requested a truespan 12 degree plga device, but upon opening it, found it to be the wrong degree. The device provided was a zero degree instead of the requested 12 degree. They opened two devices, both incorrect, and have four more from the same lot. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2024. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.